Event description:
It was reported that patient presented with alert for high hv impedance. The system remains implanted. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.